Event description:
Safety lok needles are dull and when medication is drawn up prior to administration, the medication was noted to leak out from around the syringe/needle. One pt had to have medcation redrawn due to dull needles.